Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received indicating that the patient was evaluated again, and system diagnostics were within normal limits. The exact diagnostic results were unknown. Per the patient's group home caregiver, the patient's surgery was cancelled because his vns was "working." It was reported on (B)(6) 2013 that about two to three weeks prior, the patient had a normal follow up appointment with the neurologist, and diagnostics were within normal limits. Surgery is not planned at this time. Attempts for additional information have been unsuccessful to date.

Event description:
The patient had a follow-up appointment on (B)(6) 2013 which the company representative attended. Diagnostics were performed with the patient's head/neck/arm in various positions, as the high impedance could be a positional issue. During the appointment, lead impedance was within normal limits. No x-rays were ordered since the high lead impedance has not been observed again since (B)(6) 2012.

Manufacturer narrative:
Review of manufacturer device history records. Review of the generator and lead manufacturer device history records confirmed all quality tests were passed prior to distribution.

Event description:
On (B)(6) 2012, it was reported that high impedance was observed during several system diagnostics tests. It was reported that the physician and the patient agree that device replacement should be performed. Although surgery is likely, it has not occurred to date. The patient did not report pain or know of any fall or trauma that could have attributed to the lead break. Attempts to obtain additional information have been unsuccessful to date.